Event description:
The customer obtained results outside the analyzer range for glucose quality control testing. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.